Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. The reason for call was pt stated that they felt great during the implant trial but once they got their ins they did not have the same pain relief. Pt verified that they have not received a 50% pain relief. Pt stated that they have had lower back issues and their back hurts when they have to walk. The patient mentioned unrelated medical history. Pt stated that has not helped them pt mentioned that they had an si joint injection. Pt was confusing throughout the call and patient services had a hard time understanding and following along with pt. Pt said since their pain had not gotten better (ins hadn't helped) the rep turned of the pt's stimulation yesterday. Pt said when they had their leads put in, it felt great but then they fell in their house. Pt said they then had an x-ray done and found there was arthritis in their back (back hurts 24/7). Pt said their hcp wanted them to go to a non-conventional hcp and to stop taking their gabapentin (pt mentioned they take tylenol). Pss redirected pt back to their hcp for further assistance. Additional information received. Patient reported nothing was helping with their lower back pain (pt mentioned an injection and taking a medication for the pain; pt was hard to understand) and that reprogramming the ins previously did not help. Pt reiterated that their ins was shut off and that they were told to recharge it once a week. Pt was wondering what would happen if they stopped recharging it (pt mentioned they tried calling their rep, (B)(6) (ln asked unknown), and left them a vm). Pt was also inquiring about ins removal but said the ins does not bother them (pt said it used to bother them when they slept but that it doesn't bother them anymore and they got used to it (see (B)(4) for pain at ins site)). Pt mentioned that their hcp (pt mentioned hcp now was (B)(6)) wants them to see a chiropractor. Pss redirected pt back to their rep and hcp. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned spinal cord stimulator(scs) was not "working for them" since implant date and the pt made the decision to turn off therapy a couple of months ago. Then, a couple of months ago, pt started experiencing "little electrical shocks" in their feet. Pt mentioned they contacted their mdt rep. (B)(6) via phone today, but mdt rep. (B)(6) voice mailbox was full so pt could not leave message. Pt mentioned they tried all sorts of stuff after implant date, but could not get the therapy to work for them. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned dr. (B)(6) was implanting hcp. Additional information from the rep indicated that the cause of the shocks in the patient's feet was not determined. The patient was to see their hcp. Additional information was received. It was reported the pt had MRI appointment yesterday that was canceled because they were not in MRI mode and their scs was not charged. Pt had since charged their scs and was able to enter MRI mode. Pt also said they would like to have the scs removed because when they sleep on their right side their hip hurts all the time and the scs was implanted on their left side, so they cannot sleep comfortably on their left side. The patient was redirected to their healthcare provider to further address the issue. Additional information was reported that the patient mentioned again that the therapy never worked for them and the ins will be taken out. It was noted that the patient's therapy did not work due to their arthritis.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient said they did have the MRI on (B)(6) 2022. Pt said they had charged their ins up to 100%, but charging to 100% took about 2 days because the ins was "really drained." The patient also noted they were no longer using their therapy. The ins was not removed. Pt mentioned they had arthritis in lower back and pain all the time and that's why it probably never worked.